Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lose therapy due to ipg being inoperable. Reportedly, the ipg was no longer holding a charge. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was restored post operatively.